Manufacturer narrative:
The reported complaint of the autopulse platform (serial #(B)(6) displayed "system error, out of service, revert to manual CPR " error message was confirmed based on review of the archive data and during the functional testing. The root cause of the reported complaint was due to a communication error between the drive train motor and the processor pca board. Visual inspection of the returned platform was performed, and no physical damage was observed. During archive data review, system error 71(motor drive train command issue) was identified. Thus, confirming the reported complaint. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" error message displayed upon powering on, thus confirming the reported complaint. To remedy, the autopulse platform was connected to the ap vision 3 software to clear the system error message. In addition, during further functional testing, unrelated to the reported issue, found the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate. This issue does not affect the functionality of the device. Deburring of the clutch plate was performed to remedy this issue. After service completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with a good known test battery until discharged without any fault or error. The autopulse platform passed all functional tests. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse with serial number (B)(6).

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During shift check, customer reported that the autopulse platform (serial #(B)(4)) displayed "system error, out of service, revert to manual CPR " upon powering on. Error message could not be cleared by the user. No patient involvement.